Event description:
Procedure type: ventral hernia repair. According to the reporter: the product was implanted on (B)(6) 2012 for an incisional hernia repair. Two days after product was implanted, the patient presented with a small bowel obstruction. The product had to be removed and there was a loop of adhesion on the bowel and was adhered to it. Other products used with device: surgiwrap adhesion barrier. No blood loss reported. Delay in operating room over 30 minutes.

Manufacturer narrative:
(B)(4).